Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and they were advised to call back if the malfunction recurs. The customer acknowledged and understood the instructions and continued using the pump without further issues.